Event description:
Patient required a knee replacement [date redacted]. When the old knee replacement (initially placed [date redacted] --approximately 3.5 years ago) was removed, there was significant damage to the joint which was not expected and seemed to be a manufacturing defect. Depuy sigma stabilized tibial insert size 2, 8 mm, catalogue 158121008.